Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and increased pacing impedance measurements. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.